Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. The customer's blood glucose (BG) level was "High", although a specific value was not given. The customer administered a manual injection to address their BG. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.